Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the black box indicated short battery life with voltage drops had occurred on (B)(6) 2015. Ez-prime steps were performed, and the pump was found to be drawing high sleep current. The complaint of short battery life was duplicated. The pump cover was removed, and the sleep current draws returned to normal when the cgm flex was unplugged from the pcb. There was no intermittent condition found to the power pcb or to the cgm module. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was less than expected. Troubleshooting indicated low battery warnings in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.